Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or bad battery alarms or blank display noted. Unit had intermittent button response due to corroded keypad traces. No frozen display noted. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.